Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt ecgs were non-functional. The trunk cable was pulled from the strain relief, damaging trunk cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient's electrode belt was damaged.